Manufacturer narrative:
Corrected joules used from 10,676 to 104,071.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a surgical procedure at 10,676 joules and 15:20 minutes,of use the" fiber was end firing during vaporization". The case was completed using a second fiber. There was no report of patient injury.

Event description:
It was reported that during a surgical procedure at 104,071 joules and 15:20 minutes of use, the" fiber was end firing during vaporization". The case was completed using a second fiber. There was no report of patient injury.

Manufacturer narrative:
Reportability aware date is: (B)(6) 2015.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone distal to the bevel edge; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits moderate detritus adhesion. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.